Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath and coil were microscopically and visually examined. The sheath is completely torn 25.5cm and 28.3cm from the distal end of the sheath. The sheath has excessive wear marks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11nov2019. It was reported that the device was unable to dripped from the tip. A 1.75mm rotalink plus was selected for use. During preparation, it was noted that the cocktail could not dripped from the tip of the device where it should be. The device was replaced with another of the same device. No patient complications were reported. However, device analysis revealed that the sheath is completely torn 25.5cm and 28.3cm from the distal end of the sheath.